Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent an unrelated device hernia repair surgery during which the pressure regulating balloon (prb) tubing was damaged. The tubing was cut, resulting in device fluid loss, and the patient subsequently experienced recurring urinary incontinence. As a result, the device was explanted and replaced. No additional information was provided.